Event description:
A 200 lb confused man with alzheimers disease got his head stuck between vertical slats of his bed and got strangled. Rail is similar in style to an infant crib, in that the rails are vertical. The vertical bars in this rail are approx seven and one half inches apart. Once pt got his head between the bars, he did not have the cognitive ability to figure out how to extricate himself. Much like the situations that occurred with infants, prior to laws decreasing the space betweens the bars on cribs. The MFR stated that this siderail had been mfg in the us for over 20 yrs. However, the original patent had run out. (*)